Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was not dislodged and suggests false positive position on the implantable pulse generator (ipg). The atrial tachycardia/atrial fibrillation (at/af) therapies were turned back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to a syncopal episode. An atrial lead position check failure was noted on the right atrial (ra) lead which disabled atrial tachycardia/atrial fibrillation (at/af) therapies. The ra lead remains in use. No further patient complications have been reported as a result of this event.